Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an leakage event with an infusion set which leaked at site. The site of insertion was abdomen, legs, lower back. Patient's blood glucose level at the time of event was 372 mg/dl. Therefore, patient took a correction bolus via pump. Patient replaced supplies as necessary and resume insulin. No further information available.